Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A product experience report states that this lv lead had fractured. The patient was admitted for acute exacerbation of heart failure; chest x-ray was taken and result found that the pacemaker had broken wires. The physician was dr. (B)(6) at (B)(6) in (B)(6), pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).